Event description:
During an in-clinic follow-up, increased capture threshold was noted on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.